Manufacturer narrative:
The device was returned to zoll medical (B)(6). The customer's report was verified using surepower batteries. However, this is not an indication of a device malfunction. The digital board installed in this device is an earlier revision that is not compatible with surepower batteries. (The unit was built prior to the introduction of the surepower batteries). The digital board was replaced to remedy the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately prompted a "replace batteries" message. Complainant indicated that there was no patient involvement in the reported malfunction.